Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that there was a large scratch on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/30/2013 with the following findings:there was a black spot observed on the top left side of the display screen. The pump was not able to power on due to broken battery compartment threads. The pump was opened and a second black spot was observed on the display screen. There was no corrosion found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.